Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw (lot: 31204a2012) was chosen for implantation. During deployment, when attempting to remove the lock line, the clip opened from 10 degrees to 25 degrees. Lock line was wrapped around the lock lever and establishment of final arm angle was performed again three more times, each time failing. The clip was removed from the patient and two replacement clips were implanted successfully, reducing mr to grade 2. There was no patient consequences. There was reportedly a delay that resulted in no patient consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during efaa and clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.